Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap exhibits a circumferential fracture at the distal and proximal side of fiber/glass fusion zone; the distal tip of glass cap and metal cap are detached and returned; the glass cap exhibits severe devitrification at bevel edge; the metal cap exhibits severe char on surface; a second metal cap was returned and exhibits mild char on surface; the outer flow tubing open end exhibits minor scratch marks; fiber ID label is missing. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph surgical procedure, at 14,879 joules and 2:05 minutes, while using the surgical fiber no emissions from the laser were observed. The fiber was exchanged and the second fiber was used to complete the procedure. The tip of the fiber was cleaned during the procedure. No harm to the patient was reported.